Event description:
Physicians targeted and deployed the trunk-ipsilateral component of the excluder bifurcated endoprosthesis below the accessory renal. This placement resulted in constriction of the contralateral limb portion of the trunk component, which made cannulation of the contralateral leg hole difficult. After several unsuccessful attempts to cannulate, the decision was made to convert the device to an aorta-uni-iliac device with use of aortic extenders. The right common iliac was coil embolized and a femoral-femoral bypass was performed.